Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). No product is available to be returned for evaluation.

Event description:
It was reported that the self-adhesive of the infusion sets were not sticking well enough and detached from the patient's skin,which resulted in elevated blood glucose levels.